Manufacturer narrative:
Event site name: (B)(6). Contact person name: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 3rd march, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the interface ring of the handle detached from the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Event description:
Getinge became aware of an issue with one of surgical lights - configuration of powerled 300 and powerled 500. It was stated the interface ring of the handle detached from the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of d4 catalog #, d4 serial # and b5 describe event and problem deems required. This is based on the internal evaluation. Previous d4 catalog # ard568454114c. Corrected d4 catalog # ard568350931/ard568330931. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). Previous b5 describe event and problem: on 3rd march 2024 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the interface ring of the handle detached from the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - configuration of powerled 300 and powerled 500. It was stated the interface ring of the handle detached from the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Getinge became aware of an issue with one of surgical lights - configuration of powerled 300 and powerled 500. It was stated the interface ring of the handle detached from the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. A root cause analysis for the issue of broken handle rings was performed by the manufacturer¿s subject matter experts (sme) and according to their analysis: the light head is conforming to the standard iec 60601-2-41 and therefore the light head handling cannot be the reason of this breakage in a normal use. An excessive tightening of the 3 screws of the interface assembly cannot lead to such a breakage neither. According to the report re17-013 the recommended cleaning products involving a chemical reaction and thus the interface weakness is ruled out, which cannot be confirmed with prohibited products. Therefore, the most probable root cause of this breakage could be then a combination of chemical stress and excessive radial force applied on the handle. For that reason, based on satisfactory feedback from the field about a similar part on pwd500 the modification (B)(4) was engaged with the new supplier replacing the row material abs+pc by pa66. In february 2019 mechanical and chemical tests were performed to validate this change. The report re 19-010 mentions the conformity of these parts made in pa66. New parts in pa66 have been launched in production in may 2019 and all interfaces stamped with the date of 2019 or after belong to the latest version. Regarding this case the interface is prior 2019, hence belongs to the previous version (abspc). It should be noted that this part is also used for volista triop and axcel range lights. Any similar breakage would have the same root cause described above. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The correction of g3 date received by manufacturer deems required. This is based on the internal evaluation. Previous g3 date received by manufacturer: 12/02/2024. Corrected g3 date received by manufacturer 12/05/2024.

Event description:
Manufacturer's reference number (B)(4).